Manufacturer narrative:
Related reported number: 3004548776-2025-00126, 3004548776-2025-00127, 3004548776-2025-00128, 3004548776-2025-00129, 3004548776-2025-00130, 3004548776-2025-00131, 3004548776-2025-00132, 3004548776-2025-00133, 3004548776-2025-00134, 3004548776-2025-00135, 3004548776-2025-00136, 3004548776-2025-00137, 3004548776-2025-00138, 3004548776-2025-00139, 3004548776-2025-00140, 3004548776-2025-00141, 3004548776-2025-00142, 3004548776-2025-00143, 3004548776-2025-00144, 3004548776-2025-00145, 3004548776-2025-00146, 3004548776-2025-00147, 3004548776-2025-00148, 3004548776-2025-00149, 3004548776-2025-00150, 3004548776-2025-00151, 3004548776-2025-00152, 3004548776-2025-00153, 3004548776-2025-00154, 3004548776-2025-00155, 3004548776-2025-00156, 3004548776-2025-00157, 3004548776-2025-00158, 3004548776-2025-00159, 3004548776-2025-00160, 3004548776-2025-00161, 3004548776-2025-00162, 3004548776-2025-00163, 3004548776-2025-00164, 3004548776-2025-00165, 3004548776-2025-00166, 3004548776-2025-00167, 3004548776-2025-00168, 3004548776-2025-00169, 3004548776-2025-00170, 3004548776-2025-00171, 3004548776-2025-00173, 3004548776-2025-00174, 3004548776-2025-00175, 3004548776-2025-00176, 3004548776-2025-00177, 3004548776-2025-00178, 3004548776-2025-00179, 3004548776-2025-00180, 3004548776-2025-00181, 3004548776-2025-00182, 3004548776-2025-00183, 3004548776-2025-00184, 3004548776-2025-00185, 3004548776-2025-00186, 3004548776-2025-00187, 3004548776-2025-00188, 3004548776-2025-00189, 3004548776-2025-00190, 3004548776-2025-00191, 3004548776-2025-00192, 3004548776-2025-00193, 3004548776-2025-00194, 3004548776-2025-00195, 3004548776-2025-00196, 3004548776-2025-00197, 3004548776-2025-00198, 3004548776-2025-00199, 3004548776-2025-00200, 3004548776-2025-00201, 3004548776-2025-00202, 3004548776-2025-00203.

Event description:
The following has been reported: an increase of air alarms has been noticed by several independant departments after upgrading the vp pump from sw 4.1 to 4.2b. The alarm rate is alot higher than before and no air in the lines are found after receiving the alarm according to the clients. Reporting as a conservative measure. No adverse event effects were reported. Additional information is needed to complete the investigation.

Manufacturer narrative:
3000240707-2025-00126 3004548776-2025-00127 3004548776-2025-00128 3004548776-2025-00129 3004548776-2025-00130 3004548776-2025-00131 3004548776-2025-00132 3004548776-2025-00133 3004548776-2025-00134 3004548776-2025-00135 3004548776-2025-00136 3004548776-2025-00137 3004548776-2025-00138 3004548776-2025-00139 3004548776-2025-00140 3004548776-2025-00141 3004548776-2025-00142 3004548776-2025-00143 3004548776-2025-00144 3004548776-2025-00145 3004548776-2025-00146 3004548776-2025-00147 3004548776-2025-00148 3004548776-2025-00149 3004548776-2025-00150 3004548776-2025-00151 3004548776-2025-00152 3004548776-2025-00153 3004548776-2025-00154 3004548776-2025-00155 3004548776-2025-00156 3004548776-2025-00157 3004548776-2025-00158 3004548776-2025-00159 3004548776-2025-00160 3004548776-2025-00161 3004548776-2025-00162 3004548776-2025-00163 3004548776-2025-00164 3004548776-2025-00165 3004548776-2025-00166 3004548776-2025-00167 3004548776-2025-00168 3004548776-2025-00169 3004548776-2025-00170 3004548776-2025-00171 3004548776-2025-00173 3004548776-2025-00174 3004548776-2025-00175 3004548776-2025-00176 3004548776-2025-00177 3004548776-2025-00178 3004548776-2025-00179 3004548776-2025-00180 3004548776-2025-00181 3004548776-2025-00182 3004548776-2025-00183 3004548776-2025-00184 3004548776-2025-00185 3004548776-2025-00186 3004548776-2025-00187 3004548776-2025-00188 3004548776-2025-00189 3004548776-2025-00190 3004548776-2025-00191 3004548776-2025-00192 3004548776-2025-00193 3004548776-2025-00194 3004548776-2025-00195 3004548776-2025-00196 3004548776-2025-00197 3004548776-2025-00198 3004548776-2025-00199 3004548776-2025-00200 3004548776-2025-00201 3004548776-2025-00202 3004548776-2025-00203.

Event description:
Some device history records were reviewed and nothing was found related to the reported event. Device log history regarding the received pump was reviewed. Several air alarms were identified but although this could confirm the reported event (air in line), those information are insufficient to confirm a quality issue as alarms are designed to inform the user that the infusion needs to be attended. One reported device and 5 defective air sensors were received in brézins for investigation. A lengthy investigation into event was carried out by the r&d team. It has been shown that the air detection levels of the last soft (sw. 4.2 and 4.3) have been lowered in order to better detect small bubbles (<10 l) which works very well with new versions of air sensors. The issue is that with slightly older air sensors, the detection threshold is too close to the limit, too sensitive. Therefore, several actions are being carried out. An fsn has been sent, dealt by the event, fresenius kabi recommends to all customers: ·when relocating pump stations, always move the rolling stand itself, rather than pulling on the tube sets. ·when installing tube sets, to use the hook on the left side of the pump housing to secure the tube set and keep it in place throughout the infusion. A software correction to prevent from these false air alarms is in preparation, dealt by the event and ccr. A hardware investigation is also underway on the air sensors in the field via CAPA. We remind you that before upgrading, it is important to follow the tsb0455. This complaint is considered as valid, and the root cause is related to a software issue. To our knowledge this complaint is not being related to patient safety this complaint is considered as: valid the trend is: abnormal